Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h11. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "grade iii of capsular contracture". Healthcare professional reported later by MRI scan "visible contracture". Healthcare professional reported later "scar dehiscence (the breast radiated at the time) with exposure of the implant" this record is for the right side. Device has been explanted.